Event description:
It was reported that the patient expired. Patient was in hospice with a do not resuscitate order. After patient passed, the family alleged that the device did not shock appropriately. After device interrogation, it was noted that the patient had a vf episode, which was shocked appropriately. The patient's rhythm did not convert, but the vf episode was undersensed by the device do to the low amplitude. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death is unknown. The device remained implanted in the patient. No further information is available at this time.